Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was no flow on position two. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced a defective ohmite speed control resistor to correct the problem. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.